Manufacturer narrative:
Investigation results: received: 1x x-smart plus contra-angle 6:1 a103300000000 sn: (B)(6). 1x x-smart plus handpiece a103400000300 sn: (B)(6). 1x x-smart plus motor handpiece stand a103400000400 1x x-smart plus unit sn: (B)(6). 1x x-smart plus univ.ac.adapter a103400000200 sn: (B)(6). X-smart plus cartridge sav various mechanical problem files cannot lock because hook of cartridge is damaged.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a x-smart plus would not hold files. No injury occurred.